Manufacturer narrative:
Upon further investigation of the patient sample, an interferent against a component of the reagent was confirmed. This interference is covered in product labeling: internal investigations suggest the presence of a high molecular weight interferents in the patient samples that may lead to falsely elevated tnt hs values and to the observed differences in both applications. Such interferences are extremely rare and covered by a disclaimer in the method sheet. "In rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design."

Manufacturer narrative:
This event occurred in (B)(6). Sample material was requested for investigation.

Event description:
The initial reporter complained of discrepant results for 2 patients tested for elecsys troponin t hs (troponin t hs) on two cobas e801 modules. The customer is comparing results between the tnths 18 minute application of the assay and the tnthsst 9 minute application of the assay. It is not known if incorrect results were reported outside of the laboratory. The customer reported the tnths 18 minute application results out of the lab. The e801 module serial numbers are (B)(4).